Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. As there was no damage noted to the device during the inspection prior to use, it is possible that a coagulation of blood and/or contrast on the guide wire and/or inadvertent interaction with other devices resulted in the reported difficult to remove; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficult to remove cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3, b6 - date estimated. D4- the UDI is not known as the part and lot number were not provided.

Event description:
Medwatch mw5173194 received stating the following: it was reported that the patient was in cath lab for inferior wall stemi [st-segment elevation myocardial infarction] and had 2 stents placed in rca [right coronary artery]. The ivus [intravascular ultrasound] was used afterwards to ensure the stents were properly placed and deployed in the coronary artery. When ivus imaging was done the catheter could not be removed without also removing the non (B)(6) guidewire at the same time. The ivus catheter and guidewire were removed together, as a single unit. It appears that ivus catheter got stuck on the wire. No harm to patient butcould have potentially caused hard if a guidewire was still needed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No additional information was provided.